Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that one day prior to the emergent implant of this transcatheter bioprosthetic valve, the baseline ejection fraction was 18%. An emergent balloon aortic valvuloplasty (bav) was performed and when the patient's symptoms did not improve, this valve was implanted. It was positioned high above the annulus while connected to the delivery catheter system (dcs); the valve was retrieved, reloaded, and successfully re-positioned. However, the left ventricle (lv) was not contracting. Cardiopulmonary resuscitation (CPR) was initiated resulting in no change to the lv function and the patient expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.